Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this electrode had dislodged via x-ray. No sensing issues were noted during a follow up. A repositioning procedure took place and the electrode remains implanted. The patient was discharged and no adverse patient effects were reported.